Event description:
During a follow up visit approximately 6 months following a successful implant of a 28mm gore tag thoratic endoprosthesis device in a multitrauma pt including transection, infolding of the device was detected. The tag device was surgically removed and a surgical graft was implanted. The pt tolerated the procedure well.